Event description:
Caller states the patient tested 4.7 inr on the coaguchek s system while a comparison lab returned as 3.6 inr. Patient's coumadin dose was held for one day based on meter result. No adverse event reported. Requested return of suspect device and replacement was sent.